Manufacturer narrative:
The outcome attributed to adverse event was fillings came off. The event date is approximate. The customer name was not provided. The complaint was received from a consumer in (B)(6).

Event description:
The consumer alleged that their protectiveclean power toothbrush caused their filling came off during use.

Manufacturer narrative:
E1: the customer name and mailing address were identified and updated. Analysis results: the root cause of the customer's complaint could not be determined as no functional fault could be found with the device.